Event description:
Additional information was received by the patient indicating that they had scheduled the manufacturer representative (rep) to reprogram both the stimulators on tuesday (B)(6) 2015. The back spasms had not resolved at the time of the report. It was noted that the implantable neurostimulator (ins) was malfunctioning, causing pain. Their controller was not available to them or they could not get the controller to work. It was note that the patient could not go to the hospital ER to turn off their spinal cord stimulator (scs). The patient noted that this was a big problem when it came to the comfort and safety of the patient using the device. No outcome was reported regarding this event. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 97712, serial# (B)(4), implanted: (B)(6) 2015, product type: implantable neurostimulator. Product ID: 399960, lot# v014148, implanted: (B)(6) 2006, product type: lead. Product ID: 3708220, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. Product ID: 3550-29, lot# n324850, implanted: (B)(6) 2015, product type: accessory. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 97754, serial# (B)(4), product type: recharger. Product ID: 3708360, serial# (B)(4)implanted: (B)(6) 2007, product type: extension. Product ID: 3708360, serial# (B)(4), implanted: (B)(6) 2007, product type: extension. Product ID: 3998, lot# j0546475v, implanted: (B)(6) 2007, product type: lead. (B)(4).

Event description:
It was reported that while the patient was having lunch their device caused their mid-back to spasm and then their diaphragm began to spasm. The patient had forgotten their programmer at home and could not turn their stimulator off. They were in severe pain which caused them a great deal of difficulty driving. The patient had to spend over 3 hours lying on their back in the car waiting for someone to bring their programmer to them. The device was malfunctioning.